Event description:
While treating a lesion in the patient's diagonal, the balloon catheter ruptured below the rated burst pressure during the second inflation. A large dissection occurred, which was treated with additional balloon inflation and two stent implantations.